Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient data reported. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that (B)(4), p/n 388.656, and lot #6174398 on (B)(4) pieces delivered june 29, 2009. Initially, the part conformed to the certificate of compliance, dated june 27, 2009, and was inspected and conformed to the synthes incoming final inspection sheet (B)(4). The parts were released to the warehouse on july 1, 2009. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, during an scheduled explant, an awl was being inserted into pedicle. Then hammer was used. The assistant began twisting and pulling awl out of pedicle and the awl's tip broke off in pedicle. Awl tip was removed from the patient. There was about a 15-20 minute delay in surgery. Procedure was successfully completed. No patient harm reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that the eval 388.656 large handled awl, lot 6174398,(B)(4). Teleflex medical, inc. (Now owned by tecomet-kenosha) manufactured the large handled awl, p/n 388.656, and lot #6174398 on po #(B)(4) for (B)(4) pieces delivered june 29, 2009. Initially, the part conformed to the certificate of compliance, dated june 27, 2009, and was inspected and conformed to the synthes incoming final inspection sheet #(B)(4), revision 'd'. The parts were released to the warehouse on july 1, 2009. Based on the evaluation, the complaint condition is confirmed, but is not considered to be related to manufacturing processes or materials. Risk management review was not performed because the complaint is not manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.